Manufacturer narrative:
The annual inspection by olympus found foreign material on the forceps elevator of the scope and the light guide lens was found to be dirty. In addition, there was discoloration on the bending section rubber and connecting tube, the angle wire was worn, the charge-coupled device was damaged, the plastic distal end cover was dented and dirty, and there were multiple parts of the scope that were scratched. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The scope was returned to olympus for an annual inspection. During testing, foreign material was found on the forceps elevator and the inside of the light guide lens was found to be dirty. There was no harm or user injury reported, as the issue was identified during service.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that foreign material entered adhered to the elevator due to improper reprocessing. The foreign material found inside the light guide lens was likely due to physical/chemical stress. This foreign material was likely present because the user facility was not trained sufficiently on device handling and reprocessing steps in accordance with the subject device instructions for use (IFU). The root cause of how the foreign material remained on the device could not be determined. The following scenarios likely cause the event: a) reprocessing around the forceps elevator after procedure was insufficient. B) the device was not reprocessed immediately after procedure, and then, foreign materials attached to the forceps elevator were dried and solidified. 1) because of physical stress/chemical stress, a gap was created in the glue around the lg lens. 2) stain, liquid or moisture attached to the lg lens or around the lg lens entered from the gap into the inside of the lg lens. The following is included in the IFU and may help detect or prevent the event: "important information ¿ please read before use: warnings and cautions: do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient." "Precleaning: if the endoscope is not immediately cleaned after each procedure, residual organic debris will begin to solidify and it may be difficult to effectively reprocess the endoscope." Olympus will continue to monitor field performance for this device.